Event description:
The advance 35 lp balloon was torn in the width. A section had to be withdrawn from the pt that was torn off. Update as per complaint form received (B)(4) 2012: instant rupture balloon in the femoral vein. Retraction of the balloon in the sheath where the distal end of the balloon was torn off the catheter. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - leaving a device portion inside the pt. (B)(4). No product was provided to assist in this investigation. Balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure (rbp) is documented in the IFU and labeled. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of (B)(4) balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The complaint device was not returned and limited info was provided. Inflation pressures were not provided, nor was any description of the pt anatomy. The event description states that the "balloon was torn in the width". In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. With limited info, no root cause caa be determined. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater or equal to (B)(4) atm). Insufficient info for root cause determination. We will continue to monitor for similar complaints.